Event description:
During a pso and vcr surgery, three distal screws were tightened and one proximal screw. While compressing and tightening the screw in question, the tulip and screw shaft separated. The surgery was completed successfully using an alternate screw. No adverse consequences to the patient were reported.

Manufacturer narrative:
The customer reported event was confirmed via visual inspection. The surgery was completed successfully with no delay. There was deformation on both the tulip head locking clip and the screw shank head, indicative of the tulip being overextended in one direction which caused it to disengage fully from the shank. This can happen if the rod is not fully seated into the tulip head (too high, too low, not horizontal, etc.). It was reported that the rod may not have been fully seated into the tulip due to patient's deformity. Additionally excessive compressive force applied can cause the tulip head to overextend in one direction and disengage. The surgical technique advises extra caution when the rod is not horizontally placed into the screw head, too high, or there is an acute convex or concave bend contoured into the rod. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The most likely root cause is determined to be user error as excessive force was applied.

Event description:
During a pso and vcr surgery, three distal screws were tightened and one proximal screw. While compressing and tightening the screw in question, the tulip and screw shaft separated. The surgery was completed successfully using an alternate screw. No adverse consequences to the patient were reported.